Manufacturer narrative:
Manufacturer narrative. No patient information provided. Device was used as conduit for ECMO bypass, therefore, was neither implanted, or explanted. (B)(4); (B)(4). (B)(4). (B)(4). Type of investigation: historical data analysis: a review of similar events related to gel weave devices was performed and gave an occurrence rate of (B)(4). There was no indication of an increasing trend and no further complaints from any of the remaining grafts from batch have been received at this time. Communication/interviews: additional information was requested from site on procedure, and if device was pre-soaked prior to procedure as per warnings and precautions in IFU. Site informed vascutek on 23-nov that no further information on event, or device preparation was available. Analysis of production records: a review of qc and manufacturing record showed batch was manufactured to specification. All physical testing in relation to graft porosity met acceptance criteria. Investigation findings: no device problem found; no issue was found with the manufacture, and testing of the complaint batch. Conclusion: vascutek ltd. Now considers this complaint closed. Further action is not planned, however, the issue will be tracked, and trended as part of the on-going complaints trending and reporting process, and if an adverse trend develops action may be taken at that time.

Event description:
Reported to vascutek ltd. As follows: patient was being placed on ECMO, and product was used to gain arterial access for bypass. Once the patient was placed on bypass it was noted that there was significant blood leakage through the graft fabric. Surgeon inspected the graft suture line to determine whether it was located there, but determined the leakage was occurring through the entire graft material. Surgeon had to insert a cannula into the graft to minimise the blood loss from the artery. Patient lost approximately 5l of blood during the procedure.